Event description:
During a paroxysmal atrial fibrillation redo procedure, a pericardial effusion was noted which required pericardial fenestration. After mapping was completed and geometry of the left atrium was being performed, the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which pericardial fenestration was done to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The cause of the reported issue remains unknown. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.